Event description:
Discordant high advia chemistry 1800 glucose and magnesium results were obtained on multiple patients. Results were reported to the physician(s). The samples were retested on the same instrument and corrected reports were sent out. There is no report of adverse health consequences or patient intervention due to the discordant glucose and magnesium results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse replaced seals on all dilutors, replaced dilution probe pipette (dpp) and reagent 2 mix rods, a pump syringe and replaced the lamp. The fse performed system decontamination, then calibrated and ran controls. The instrument is performing within specifications. No further evaluation of the device is required.